Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, instrument error log, a batch record review, a search for similar complaints, and a review of labeling. Return material was not available. No issues were identified which would indicate a product deficiency from the batch record review. Tracking and trending did not identify an adverse trend. Labeling was reviewed for both the analyzer and the ict sample diluent and each were found to be adequate. Review of the becton dickinson vacutainer instructions were reviewed. The centrifuge speed and duration was highlighted to the customer. An instrument error log review was completed; the history log shows multiple occurrences of aspiration and cuvette washing not completed errors. The maintenance log shows the wash cuvettes procedure was not performed after every occurrence of the cuvette wash errors as recommended in the operations manual. Based on the available information no product deficiency was identified.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer indicated a falsely decreased sodium result was generated while using the architect c16000 analyzer. The customer provided the following data: sid (B)(6): initial 117.9 mmol/l, due to the low result the patient was admitted to the hospital where a new specimen was drawn, generating a result of 139 mmol/l. The original specimen was retested and generated a result of 139.2 mmol/l. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4).